Event description:
Event description guidant received information that 13 months after implant, during a routine follow-up appointment, it was noted that the implantable cardioverter defibrillator (ICD) had reverted to shipping mode and declared an end-of-life (eol) battery status on may 18, 2004. All follow-ups prior to this were normal. The ICD is scheduled for replacement.